Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support was notified via device download data that a (B)(6) male patient was treated. The patient was in the hospital at the time of the treatment. The lifevest delivered 2 treatments at 19:52:51 and 19:53:17 during bradycardia. CPR artifact contributed to the false detection. The response buttons were not pressed during the event. The electrode belt was disconnected at 19:53:43. The patient passed away the following day on (B)(6) 2014.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) was completed. The monitor was fully functional and able to detect and treat. Electrode belt sn (B)(4) was not returned for investigation. There is no indication of a device malfunction. Device manufacture date. Monitor: reuse; electrode belt: 01/2014 - initial use.